Event description:
Pt reported they had a st. Jude (now abbott) scs device explanted because it was not providing them relief. Pt stated it was removed sometime around 2018. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).